Manufacturer narrative:
(B)(4). This issue is a duplicate of (B)(4), MDR #:3030677-2015-02134, which was originally reported as a mrx device issue. Further information from the distributor has indicated this is actually a fr2. The device investigation has been completed on MDR #: 3030677-2015-02134.

Event description:
The customer contacted philips healthcare to report that an error occurred during the battery insertion test. There was no patient involvement.

Event description:
The customer contacted philips healthcare to report that an error occurred during the battery insertion test. There was no patient involvement.